Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump stopped vibrating. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer continued using the pump for insulin therapy.